Event description:
It was reported that the pump's battery life was depleting rapidly, shutting off unexpectedly. Due to these issues, the patient's insulin therapy was interrupted, prompting them to replace the cartridge and infusion set. There was no adverse impact to the customer¿s blood glucose level. The warranty on the pump had expired, and the patient opted out of troubleshooting, choosing instead to document the matter for insurance purposes.